Event description:
Two problems reported with flowmeter. First, the ball of the flowmeter stuck to the top of the flow tube. Second, the users were not aware of the maximum flow the flowmeter was capable of providing.